Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has exhibited high pacing threshold measurements since implant. The rv lead sensing and impedance measurements were noted to be appropriate. The boston scientific representative indicated that the cause of the high pacing thresholds was unknown and cardiac resynchronization therapy defibrillator (crt-d) device programming changes were made to reduce the rv lead pace output and provide only left ventricular (lv) lead pacing therapy. Additional information received from the representative indicated that a subsequent rv lead revision was performed to reposition the lead. Also, additional crt-d device programming changes were made to shorten the av delays in order to optimize desired lv-only pacing therapy. The rv lead remains in-service. No additional adverse patient effects were reported. Additional information was received that the patient experienced pain and diaphragmatic stimulation since the rv lead revision. Boston scientific technical services recommended the patient follow up with their physician. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has exhibited high pacing threshold measurements since implant. The rv lead sensing and impedance measurements were noted to be appropriate. The boston scientific representative indicated that the cause of the high pacing thresholds was unknown and cardiac resynchronization therapy defibrillator (crt-d) device programming changes were made to reduce the rv lead pace output and provide only left ventricular (lv) lead pacing therapy. Additional information received from the representative indicated that a subsequent rv lead revision was performed to reposition the lead. Also, additional crt-d device programming changes were made to shorten the av delays in order to optimize desired lv-only pacing therapy. The rv lead remains in-service. No additional adverse patient effects were reported.